Event description:
Device issue: filter migration. Time of device issue: during the procedure. Adverse event: dissection. Time of ae: during the procedure. It was reported via a trial that after filter deployment in the desired landing zone in the right internal carotid artery, the filter was freely moveable on wire. The device was removed without difficulty using the retrieval catheter and a second emboshield nav6 was successfully deployed. Post xact stent deployment in the right internal and common carotid arteries, angiography revealed a dissection in the mid right internal carotid artery that was believed to be related to the first emboshield nav6 issue. The patient was asymptomatic. Two non-abbott stents were placed in the mid right internal carotid artery to repair the dissection. There was no adverse patient sequela and the patient was discharged home the next day. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.